Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("heavy and irregular bleeding") and haemorrhagic anaemia ("anemia") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hyperlipidemia, hypertension, prediabetes, menses irregular, urinary frequency, ruq pain, amenorrhea and left lower quadrant pain. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2014, amlodipine since (B)(6) 2016, calcium since 2014, chlortalidone (chlorthalidone) since (B)(6) 2016, colecalciferol (vitamin d) since 2014, ferrous sulfate (iron) from (B)(6) 2014 to (B)(6) 2016, fluticasone propionate (flonase) from (B)(6) 2014 to (B)(6) 2014, lisinopril since (B)(6) 2014, oxybutynin hydrochloride (oxybutynin chloride) from (B)(6) 2014 to (B)(6) 2014, paroxetine since (B)(6) 2017 and simvastatin since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menopausal symptoms ("pre-menopausal"), feeling hot ("feeling hot always "), depressed mood ("depressed mood"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine polyp ("endometrial polyps"), uterine leiomyoma ("leiomyoma of uterus") and adnexa uteri cyst ("paratubal cyst"). On (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/pain") and nausea ("nausea"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis"), bacterial vaginosis ("bacterial vaginosis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pain in extremity ("leg pain/arm pain") and abdominal pain upper ("epigastric pain"). The patient was treated with surgery (hysterectomy (full)) and surgery (ablation was done on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, menorrhagia, genital haemorrhage, haemorrhagic anaemia, vaginal haemorrhage, dyspareunia, menopausal symptoms, feeling hot, depressed mood, vaginal infection, vulvovaginitis, bacterial vaginosis, depression, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, uterine polyp, uterine leiomyoma, adnexa uteri cyst, vaginal discharge and weight increased outcome was unknown and the pelvic pain, abdominal pain lower, pain in extremity and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, adnexa uteri cyst, bacterial vaginosis, bladder disorder, depressed mood, depression, dysmenorrhoea, dyspareunia, feeling hot, genital haemorrhage, haemorrhagic anaemia, menopausal symptoms, menorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia,pelvic pain, vaginitis/vaginosis,uterine polyps, dysmenorrhea, hypertension and nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pelvic pain is made as incident. Events: hormonal changes describe: pre-menopausal; feeling hot all the time; depressed mood, abnormal bleeding,(vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis and vulvovaginitis; bacterial vaginosis (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis and vulvovaginitis; bacterial vaginosis , pelvic inflammatory disease, depression, bladder or urinary problems or change ,nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: endometrial polyps and leiomyoma of uterus; discovered a right paratubal cyst during transvaginal hysterectomy, vaginal discharge, weight gain, anemia and leg pain/arm pain were added . Concomitant disease were added. Fup 1 and fup 2 processed together. On (B)(6) 2018: fup 1 and fup 2 processed together. No new information received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.